Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a septal coronary artery lesion. Two hi-torque 014 bmw guide wire were used; however, the tip of the guide wire got caught inside the balloon catheter. This occurred with both hi-torque 014 bmw guide wires. In both instances, the guide wire and balloon were removed together. An additional non-abbott guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.